Event description:
Tech alleged that the bed had no power. No injury reported.

Manufacturer narrative:
Tech found the power control module is not working. Tech replaced the power control module to resolve the issue.